Manufacturer narrative:
Initial.

Event description:
It was reported that a user participating in the ilet experience study experienced hyperglycemia, stating a blood glucose value of 500, with the cause unclear and no associated device alerts or alarms. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the impact on the user. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.